Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildy calcified shunt. A 6.0mmx40mmx80cm sterling balloon catheter was advanced for dilatation. However, during first inflation at 4 atmospheres for 4 second, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported.